Event description:
This report is being filed after subsequent review of the following journal article, lan, t.-y., et al (2013). Comminuted olecranon fractures treated with anatomically preshaped locking and nonlocking plates: a retrospective comparative study. Formosan journal of musculoskeletal disorders, 4, 1-5. The authors conducted a retrospective study of patients with comminuted olecranon fractures who were treated with anatomically preshaped locking and nonlocking plates between 2006 and 2010 to compare the clinical outcomes between the two treatment groups. Thirteen patients (six males, seven females, average age 43.4 years) were treated with a synthes olecranon locking plate and ten patients were treated with a nonlocking plate of a competitor. All fractures had healed completely at the time of clinical evaluation; no infection occurred in either group. Three patients in the synthes olecranon locking plate group underwent implant removal 13 months after surgery due to implant irritation. The authors concluded that both preshaped locking and nonlocking olecranon plates can achieve good results in the treatment of comminuted olecranon fractures. This is report 1 of 1 for complaint (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lan, t.-y., et al (2013). Comminuted olecranon fractures treated with anatomically preshaped locking and nonlocking plates: a retrospective comparative study. Formosan journal of musculoskeletal disorders, 4, 1-5. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.